Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5092-58 implantable pacing lead 2002-(B)(6); d274trk bi-ventricular implantable cardioverter defibrillator (ICD) 2010-(B)(6); 694965 implantable tachy lead 2005-(B)(6); 419488 implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
It was reported that the patient was treated for a systemic infection and the source of the infection was unknown. The device and leads were removed and replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.